Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found the plastic cover surrounding the fenestrated bipolar forceps instrument jaws was broken. The fragment fell into the patient¿s cavity and was retrieved during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. During the procedure, the customer found the fragment inside the package. No fragment fell inside of the patient. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instruments and cannula had no other damage after the event occurred. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Corrected information can be found in the following fields: a3 ( patient gender) and d4 (batch sequence was added to the lot number).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.168¿ x 0.310¿ in size. This failure is most commonly caused by overloading at the instrument tip. The complaint regarding broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.